Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel. Low amplitude was also observed. No adverse patient effects were reported. At this time, this device system remains in service.